Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 32 mg/dl. The wife stated that her husband had problems with the transmitter. The customer stated that the transmitter no longer charges. The customer stated that the transmitter was not functional and he had two extreme lows. The customer will be sent a replacement transmitter.